Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the tip of the hi torque command 300 guide wire separated in the anatomy. The tip remains in the patient and was crushed using an unspecified device. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported failure to advance tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement through the heavily calcified anatomy, the guidewire encountered resistance and became caught in the anatomy and likely causing a kink on the tip core. Manipulation against resistance likely caused the kinked core to separate in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the heavily calcified left common iliac artery. The tip of the hi torque command 300 guide wire separated after facing resistance with the anatomy during advancement. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that a ht command 300 es guide wire broke [separated] during a procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.